Event description:
It was reported that high, out of range pacing lead impedance and high hv lead impedance were observed via merlin.net transmission. Noise was also noted. Further evaluation is planned.

Manufacturer narrative:
(B)(4).

Event description:
New information received: patient was seen in clinic and declined to have lead revision performed. Tachycardia therapy was turned off. Patient will continue to be monitored.